Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate anti-tachycardia pacing (atp) and shocks for atrial driven rhythms. Technical services (ts) was consulted and upon review of the presenting electrogram (egm) it was noted that nine ventricular tachycardia (vt) episodes were stored in the collection period. The episodes were reported to be treated with atp bursts, and a total of eight shocks were delivered, which subsequently exhausted therapy. The presenting egm showed that the device was operating as programmed and all values were reported to be within normal limits. Ts did not find enough evidence to confirm or discard that the therapy was delivered due to atrial driven rhythms. Health care professional (hcp) stated a follow up was going to be made with the physician. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.